Manufacturer narrative:
It was reported, "needles are not sharp enough, and the guidewires could not be inserted." Physician reports multiple attempts to insert PICC line all with failed attempts. Email received by dr. Tehrani payam, chief medical office, who provided additional information. Physician (reporter) states, "within the last 2-weeks, we tried 5-kits (standard PICC kit), each on 5 different patients. None were successful." Reporter was unable or unwilling to provide specific dates and times or patient identification information. Four additional complaints have been open to reflect additional reported incidents. Reporter states, all attempts were to the "basilica vein, withdrew after failed attempts." Sample has been returned, evaluation/investigation summary below. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Investigation summary: on 7/28/2021 08:32:33 cst (bgomes). The account reported finding the needles are not sharp enough for the guidewire to be inserted. The reported issue occurred in item dynj70141 (lot 21cdb158). Based on the complaint details the root cause is considered to be a vendor product issue relating to the component manufacturing process.

Event description:
It was reported, "needles are not sharp enough, the guidewires could not be inserted." Physician reports multiple attempts to insert PICC line all with failed attempts.